Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site positioned the emitter at the 12 o'clock position of the patient's head, but they were unable to register or track on the patient's right side. There were no issues tracking or registering on the patient's left side. Navigation aborted and surgery proceeded with out navigation. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Additional information: manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.